Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the box was opened and there was a tear in the paper seal peel pack packaging. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Complaint indicated a tear in the package. The individual carton that was returned had dents and compression damage on one side. The top and bottom of the carton was in good condition. The package was taken from the carton for visual inspection and it was confirmed that a rip was present in the tyvek lid of the package. The damage appeared to be a snag and rip of the tyvek. The tyvek was bunched where it had been pulled away from the impact point. The package seal was intact indicating that the package was sealed at the packaging process. The damage occurred during handling at some point after the sealing process.